Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. The patient was in fill 2 of 5 when the alarm went off. Additional information was obtained through follow-up with the pd patient¿s contact. The alarm reportedly went off in the middle of the night, and the contact subsequently contacted ts for assistance. After failing to bypass the alarm, the patient¿s treatment on the cycler was discontinued. When the cycler set was removed from the cycler, the contact noticed that the cassette compartment and the cassette itself were wet. There were no tears, cuts, or punctures identified on the cassette. The patient did not complete their treatment. Upon informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and to notify their pd nurse. A replacement cycler was issued to the patient. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. In the absence of the cycler, the patient performed manual exchanges, or continuous ambulatory pd (capd) therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. It was confirmed the replacement cycler was received, and the patient was continuing their pd therapy on the replacement without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded. Additionally, there were no companion samples available for return.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. The patient was in fill 2 of 5 when the alarm went off. Additional information was obtained through follow-up with the pd patient¿s contact. The alarm reportedly went off in the middle of the night, and the contact subsequently contacted ts for assistance. After failing to bypass the alarm, the patient¿s treatment on the cycler was discontinued. When the cycler set was removed from the cycler, the contact noticed that the cassette compartment and the cassette itself were wet. There were no tears, cuts, or punctures identified on the cassette. The patient did not complete their treatment. Upon informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and to notify their pd nurse. A replacement cycler was issued to the patient. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. In the absence of the cycler, the patient performed manual exchanges, or continuous ambulatory pd (capd) therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. It was confirmed the replacement cycler was received, and the patient was continuing their pd therapy on the replacement without any further problems. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded. Additionally, there were no companion samples available for return.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A three-hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The teach pump test passed and there were no discrepancies encountered with the mushroom heads. An internal visual inspection identified evidence of dried fluid underneath the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a defective mushroom head was discovered on pump motor b (and replaced) on 10/25/2019. The teach pump test passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.